Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, the home patient (hp) removed the drain line extension, attached a new one, and proceeded to try to go into drain on the hc. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This report is for a partial swap of the supplies, resulting in the reuse of single use supplies. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.